Event description:
According to the reporter: during the second firing for thoraco/lobectomy, then surgeon started to squeeze the handle, however a crack sound was heard and could not squeeze it on the halfway. Replaced by a new device ,the firing was completed with no problem. The event occurred in use for patient. The procedure was completed with another device. The status of the patient: no problem.